Event description:
It was reported that a patient experienced a disconnection between their minicap and their transfer set during peritoneal dialysis therapy. The patient was given unknown antibiotics prophylactically. However, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was not returned; a companion sample was evaluated. The manufacturing dates for this lot are 11/14/13 to 11/21/13. A companion sample was returned to baxter healthcare for further investigation. A visual and functional (fluid pressure/leak) test was performed on the sample and no defects, or nonconformities were found. A batch review was conducted on lot gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.